Event description:
Pt received iontophoresis treatment in pt. Treatment area under electrodes was reddened at the end of treatment. Pt returned for treatment 3 days later and reported that they had a burn in the area that was reddened (proximal to rt lateral epicondyle .75 cm x .75 cm). Area appeared dark and blister-like. Pt saw physician on the next day. Treatment was discontinued until the wound was healed.